Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, and no further malfunction codes appeared. The customer was advised to continue using the pump and to call back if any issues recur, which the caller acknowledged and understood.